Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and discharged after four days. Treatment for the event was not reported. The patient was discharged four days after hospitalization. On an unreported date, dianeal therapies were discontinued and the patient was switched to hemodialysis for a month. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.